Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# l87454, implanted: (B)(6) 2001, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. (B)(4).

Event description:
It was initially reported that the stimulation from the patient's implantable neurostimulator (ins) stopped working "years ago" and was planning on having it removed. Additional information reported that the patient's implantable neurostimulator (ins) was "zapping" in their butt area and had it turned off since 2003. It was noted that the manufacturer's representative worked on the ins for 2-3 hours but never told the patient what was going on. The indication for use of the implanted device was noted as failed back surgery syndrome.